Manufacturer narrative:
Investigation summary- bd had not received samples or photographs for investigation. Neither retention samples nor device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode needle stick injury. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after collection the bd vacutainer® urine collection cups a health care worker experienced a needle stick injury on an unspecified number of devices. It was reported it occurred after the sticker covering the cannula had been removed or in the process of removal. The health care worker underwent a body fluid exposure work-up. There were no other health consequences or impacts reported. The following information was provided by the initial reporter: we had a few accidental needlestick injuries related to cup lid. Generally the report is about team members sticking themselves when they were moving quickly. Fingers slipped while trying to open the package. Blood and body fluid exposure work up done. No additional testing/medical intervention needed.

Event description:
It was reported after collection the bd vacutainer® urine collection cups a health care worker experienced a needle stick injury on an unspecified number of devices. It was reported it occurred after the sticker covering the cannula had been removed or in the process of removal. The health care worker underwent a body fluid exposure work-up. There were no other health consequences or impacts reported. The following information was provided by the initial reporter: we had a few accidental needlestick injuries related to cup lid. Generally the report is about team members sticking themselves when they were moving quickly. Fingers slipped while trying to open the package. Blood and body fluid exposure work up done. No additional testing/medical intervention needed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.